Event description:
Customer forwarded a spreadsheet with multiple units with various issues. Specific details to the symptom of the product not available. Spreadsheet only details which part was replaced. This one they repaired a leak only other note was that the unit was shutting down per the tbm in the email